Event description:
Boston scientific crm received information that this left ventricular (lv) lead dislodged one day post-implant. In a revision procedure, the lead exhibited loss of capture and diaphragmatic stimulation. The lead was explanted and successfully replaced by a new lead. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted dried blood in the lead lumen. The lead did not allow insertion of a stylet due to the dried blood. The lead passed conductor resistance, high potential, and insulation pressure testing, confirming both the conductor and insulation were uncompromised. Analysis was unable to confirm or refute the cause of the dislodgement.